Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a surgical procedure. Review of device data following the procedure found stored episodes due to electromagnetic interference (emi) from the procedure. Pacing was inhibited for more than two seconds, however the patient has an underlying rhythm so there were no pauses in the rhythm. No adverse patient effects were reported.